Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("skin disorder"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), endometriosis ("endometriosis") and uterine cyst ("fibroid cyst") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral, oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, rash, skin disorder, bladder disorder, cystitis, vaginal infection, vaginal discharge, fatigue, hormone level abnormal, migraine, headache, weight increased, endometriosis and uterine cyst had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometriosis, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, uterine cyst, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psychological injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : reporter information, patient demography and lab data was added. Previously added ¿injury¿ was replaced with ¿pelvic pain¿. New events ¿ abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/skin condition, psychological injury, bladder problems, bladder infection, vaginal infection, vaginal discharge, fatigue, hormonal changes, migraines, headaches, weight gain, endometriosis, fibroid cyst¿ were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.